Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The power control board was replaced, and the unit was returned to service.

Event description:
The hospital reported that, during the preoperative checkout, the unit alarmed and the screen was noted to be black. There was no report of patient involvement.